Event description:
It was reported that the patient's device was explanted for a technology upgrade. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4) - external visual inspection of the explanted device revealed that the electrode was cut prior to receipt. Photographic imaging inspection confirmed severed electrode wires. Both are believed to have occurred during revision surgery. System lock was established. The electronic condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.